Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with a guidewire in the lumen. There was blood on the outer surface of the sds. The guidewire was protruding 32cm from the distal tip and 72cm from the proximal end of the sds. The distal end of the stent was partially expanded a length of 20mm. The inner shaft was buckled adjacent to the distal tip. The coils on the guidewire were stretched. The guidewire was successfully removed from the lumen of the sds. The inner diameter (ID) of the inner shaft was measured at both ends and found to be within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac artery. After an unspecified guide wire crossed the lesion, the 6x120x75 epic¿ vascular stent was advanced but was stuck when it was halfway on the wire. The 6x120x75 epic¿ vascular stent could not be moved forward or backward off the wire and both device were stuck together. The epic stent and the guide wire were removed as one unit. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac artery. After an unspecified guide wire crossed the lesion, the 6x120x75 epic vascular stent was advanced but was stuck when it was halfway on the wire. The 6x120x75 epic vascular stent could not be moved forward or backward off the wire and both device were stuck together. The epic stent and the guide wire were removed as one unit. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).